Event description:
It was reported that the patient with this pacemaker felt the device has come apart in two pieces. Boston scientific technical services (ts) stated to notify the clinician. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.